Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure, the guidewire was allegedly stuck in the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle, one j-tip guidewire and one guidewire hoop were received for evaluation. Along with sample, one photo was provided for review. The photo review shows the distal end of the guidewire is noted to have bends. Visual, microscopic and dimensional evaluations were performed. Uncoiling and stretching were noted on the distal portion of the guidewire. The termination of the flat core wire was observed to be granular. The round core wire was noted within the coiled portion of the guidewire. The termination of the round core wire was not visible. Therefore, the investigation is confirmed for the identified guidewire deformation, stretched, fracture and material separation issues. However, the investigation is inconclusive for the reported guidewire stuck issue as the returned sample was not in proper condition to test for the reported issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance.a definitive root cause could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.